Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Most recent follow-up information incorporated above includes: on 2-mar-2017: events were added: "abnormal menstrual bleeding", "infections", "allergic and autoimmune reactions". Company causality comment: this non-medically confirmed spontaneous case report , upon receipt further information is under litigation and refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and it was reported that the coils were in place, but one going upwards and one going down (interpreted as device dislocation), ankylosing spondylitis was diagnosed and she also had autoimmune reactions. These events were considered serious due to their medical importance. The event device dislocation is anticipated in the reference safety information while other events are unanticipated. In this particular case, the exact date and mechanism of dislocation were not known. Consumer underwent a hysterectomy thinking that this would fix the problems. Considering that there is no alternative explanation, given its nature a causal relationship with essure therapy cannot be excluded. With regards to the other events, based on their pathophysiology and considering that essure has a local action in fallopian tubes, a causal relationship with suspect insert can be excluded. This case was regarded as incident since a surgical intervention was performed. Additionally, non-serious events were reported. Product technical complaint analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no relationship between the reported medical events and a quality defect. Further information will be obtained through the litigation process.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0853, awareness date 27-aug-2015). It refers to a female consumer of 30 (B)(6) in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2014 as well as a uterine ablation. Additional information received on 19-sep-2015 (ptc investigation result). Consumer reported that she had a nickel allergy since the birth of her oldest child in 2006 that was ignored. She woke up from procedure with sharp stabbing left pelvic pain. The pain continued, sexual intercourse became nearly impossible, she started to experience pains throughout her body, joint swelling, weight gain and burning / tingling sensations. The doctor told her the coils were in place which she found out 8 months later. They were intact but definitely one going upwards and one going down. In (B)(6) 2014 she performed a hysterectomy thinking that this would fix the problems, but the joint pain / swelling got worse, she had constant headaches, her teeth became extremely brittle, she developed vitamin d deficiency, hypothyroidism, she had no energy and a thyroid nodule and ankylosing spondylitis were diagnosed. Ptc investigation result: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: in this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and it was reported that the coils were in place, but one going upwards and one going down (interpreted as device dislocation). Ankylosing spondylitis was diagnosed. These events were considered serious due to their medical importance. The event device dislocation is listed in the reference safety information while the other is unlisted. In this particular case, the exact date and mechanism of dislocation were not known. Consumer underwent a hysterectomy thinking that this would fix the problems. Considering that there is no alternative explanation, given its nature a causal relationship with essure therapy cannot be excluded. With regards to the other event, based on the pathophysiology and considering that essure has a local action in fallopian tubes, a causal relationship with suspect insert can be excluded. This case was regarded as incident since a surgical intervention was performed. Additionally, non-serious events were reported. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.